Manufacturer narrative:
Information unknown/not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, and after the insertion of the preloaded multifocal intraocular lens (iol), the surgeon noticed a mark in the structure of the lens. The surgeon did not want to explant the lens immediately and prefers to wait for post-operatively. Therefore, the lens remains implanted. Through follow up, it was reported as a manufacturing defect. There was no vitrectomy, incision enlargement, or sutures required. There was no medication prescribed. The patient status was reported as unknown. No further information is available.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph was provided by the customer and was evaluated. The picture showed a diffractive pattern and a paracentral crack like mark with triangular shape. No further issues were identified and no further evaluation was performed. Although the definitive clinical impact cannot be determined from a picture evaluation, the observed issue, due to its location, may potentially impact the patient vision quality in the event the lens remains implanted. The complaint issue "cosmetic issues" was not identified during photograph evaluation. The observed "lens damage" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.